Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the distal extrusion shaft (inner and outer shafts) were bunched/kinked and damaged between 4.6cm and 6.5cm distal to the port. An examination of the crimped stent found that the stent struts were stretched/misaligned between 6mm and 10mm proximal to its distal edge. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 82% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery. The lesion was predilated using a 2.0mm x 15mm non bsc balloon catheter. Then the 3.50mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion due to the severe calcification. The lesion was dilated once or twice using an unspecified balloon catheter and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.